Manufacturer narrative:
A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with blurred vision and pain in the right eye(od) post treatment. The surgery center noted the patient rubbed eye at a one day post op. The patient complained of severe pain, discomfort and blurry vision. The flap was smoothed out in addition it was lift and rinse was done. A bandage contact lens was placed. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018. Right eye pre-op 20/20 -.25 x -.75 x 155. Left eye pre-op 20/20 .00 x -.75 x 20. Bcva distance from (B)(6) 2018. Right eye post-op 20/200. Left eye post-op 20/80.